Event description:
It was reported that intermittent temperature alarms occurred while the pump was within labeled operating range. Customer was unable to clear the alarm and reverted to an alternate method of insulin therapy. The customer had not begun insulin therapy via the pump; therefore, there was no adverse impact to the customer¿s blood glucose level.